Event description:
Medtronic received information of a cardiac tamponade that occurred during a cryoablation procedure. The lspv, lipv, and rspv were successfully isolated. While manipulating the sheath/ablation catheter/mapping catheter system to the ripv, the system came across the atrial septum into the right atrium. The physician was able to successfully position the system back into the left atrium through the original transeptal puncture and enter the ripv. As ablation of the ripv was about to start, the anesthesiologist said the patient's pressure and oxygen saturations had significantly decreased. An echo was performed showing a pericardial effusion. A pericardiocentesis was performed, a little more than 1,200 ml of blood was removed. The patient's pressure initially increased, but dropped again after a few minutes. No further blood was able to be removed. Another echo was performed showing blood or clot against the right atrium/ventricle. Since the patient was still very symptomatic, a sub-xyphoid window was done to look for any fluid or clot. Some clot was found against the right side of the heart and removed. No other fluid was found and the bleeding had stopped. There was no sign of where the blood had come from. The patient stabilized. Chest tubes were placed and the patient was sent to the ICU. Patient extubated and doing well the night of the event. Device 1 of 3, reference MFR report: 3002648230-2015-00031 and 3007798852-2015-00002.

Manufacturer narrative:
The returned device was visually inspected and functionally tested and passed the returned product inspection as per specification. Bin files were reviewed and did not show any system notices for the date of event. Bin files showed that at least 13 injections were performed with the catheter.

Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.